Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported the endoscope was blurry. No other details regarding the nature of the event were provided. Since the event was during routine testing of the device, there was no pt involvement during this event.